Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 501 mg/dl). Correction bolus was delivered and manual injections were administered to address bg. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.